Event description:
The caller reported that on an unspecified date from (B) (6) 2009 to (B) (6) 2009, the tube's pilot balloon had a hole by the pilot line. A non-routine replacement of the tube was required. The tube was discarded and there is no lot number.

Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.